Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing found a defective dso sensor. The dso sensor, dso seal, remote dose connector, and ac connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus was out of order. There was unknown patient involvement. The device analysis found a damaged/detached downstream occlusion (dso) seal.

Event description:
Additional information reported that no patient suffered patient-controlled analgesia failure in their home. Defects were detected before use or during the annual revision.

Manufacturer narrative:
Additional information section a: additional information reported that no patient suffered patient-controlled analgesia failure in their home. Defects were detected before use or during the annual revision.